Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was not confirmed. In addition to the findings reported in b5, the following malfunctions were identified: due to clogging of nozzle, water removal ability does not meet the specification; due to wear of angle wire, the bending angle and play of up/down knob is out of specification; adhesive on bending section cover had a chip, crack and white clouded area; adhesive around light guide lens peeled and white clouded area; adhesives around objective lens peeled and white-clouded area; scratches on various parts of the device; discoloration; scope connector cracked and damage or deformation due to physical stress. The customer provided to olympus the following information related to reprocessing of the device: 1.) The device was cleaned, disinfected and sterilize before returning to olympus. 2.) The air/water nozzle was flushed with water and air. 3.) There were no abnormalities. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an issue with the air/water on the evis lucera elite colonovideoscope. The issue occurred during preparation for use, and the diagnostic procedure was completed. The device was returned and evaluate, and there were foreign objects in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. There was no patient harm associated with the event.